Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem . The manufacturer's field service engineer replaced the da - mc ribbon cable.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported vent inop condition, pressure sensors failure occurrence. No patient involvement.